Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: versafitcup double mobility acetabular shell - ref. 01.26.56mb / lot 113197 (38 shells produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Thirty seven cups belonging to this lot have been already implanted and no similar incidents have been reported. Versafitcup double mobility hc liner (B)(4) - ref. 01.26.2856mhc / lot 112901 (44 liners produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, included washing and sterilization cycles. Forty liners belonging to this lot have been already implanted and no similar incidents have been reported. Mectacer biolox forte ball head (B)(4) - ref. 38.39.7175.255.00 / lot 113521 (30 heads produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, included washing and sterilization cycles. All the heads belonging to this lot have been already implanted and no similar incidents have been reported. Amistem h femoral stem cementless ((B)(4) - ref. 01.18.137 / lot 112200 (41 stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Twenty five stems belonging to this lot have been already implanted and no similar incidents have been reported. From the data collected, the infection occurred is highly likely not device related.